Event description:
The customer alleged they received questionable thyrotropin (tsh), tpsa, lh, and fsh results on their e601 analyzer. The customer provided data for ten patients, eight of which had discrepant tsh results. The customer stated the discrepant results were recognized by the operator and not reported outside the laboratory. The first patient's initial tsh result was 0.306 miu/ml. The repeat result was 1.92 miu/ml. The second patient's initial tsh result was 0.695 miu/ml. The repeat result was 1.55 miu/ml. The third patient's initial tsh result was 0.634 miu/ml. The repeat result was 1.10 miu/ml. The fourth patient's initial tsh result was 0.643 miu/ml. The repeat result was 1.06 miu/ml. The fifth patient's initial tsh result was 0.687 miu/ml. The repeat result was 1.14 miu/ml. The sixth patient's initial tsh result was 0.308 miu/ml. The repeat result was 0.466 miu/ml. The seventh patient's initial tsh result was 1.07 miu/ml. The repeat result was 1.49 miu/ml. The eighth patient's initial tsh result was 0.301 miu/ml. The repeat result was 0.746 miu/ml. The patients were not adversely affected by this event. The tsh reagent lot number and expiration date were requested but not provided. The field service representative went on site. He found a loose weight filter on the procell tube lifter. During the routine run, he recognized foam on the procell cup without any alarms. The problem was solved by fastening the filter.

Manufacturer narrative:
This event occurred in (B)(6).